Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The sapien 3 valve is not indicated for deployment in the mitral position or in a surgical ring; therefore, the edwards thv training manuals and instructions for use (IFU) do not provide guidance and instructions for deployment of the sapein 3 valve in this scenario. In this case, as this was an off label use of the valve, the exact cause of pvl cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
As per report, in this case, the excessive calcification may have contributed to the event. Additional information was provided for model and serial number. The manufacturer and expiration dates were added.

Event description:
Based on the additional information that was provided, the reason for the implantation of the sapein 3 valve in the mitral position was excessive calcification.

Event description:
As reported in the annual (B)(4) tavi meeting, approximately 4 weeks post implantation of a sapien 3 valve in a pre-existing mitral ring, paravalvular leak (pvl) developed. A laa closure device was used for repair. As reported, the calcified leaflets and ring were removed in an open procedure and a sapien 3 valve was implanted. A small pvl was noted and the leak was resolved with sutures ¿at the atrium¿. A small pvl remained and the post deployment gradient was 28mmhg. After the laa closure device was utilized, there was no pvl on discharge.